Event description:
Drive devilbiss healthcare was notified of a complaint regarding a rollator by an end user, who stated that "the right back leg snapped," reportedly causing him to fall and injure his right hip. While he has yet to receive medical treatment, he stated he is in the process of scheduling an x-ray and a chiropractor appointment to address the injuries. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.